Event description:
It was reported the silicone back is missing. The rf (radio frequency) head was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed uplink amplitude functional test; the rf head cable found out of electrical specification. The rf head label was found delaminated/damaged. (B)(4).